Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, smoker, immediate implantation, increased sensitivity, inflammation, mobility. Tooth #4/5 removed and same day implant placed. #3 and #5 site. Implant #3 osseointegrated but #5 was mobile at 3 month check.